Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot number 73g1500025 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during the extraction of the specimen, the balloon of the trocar detached despite prior inflation with 15ml of air. The patient's condition was reported as unknown.